Manufacturer narrative:
The fiber was returned broken into two pieces. The first piece measured approximately 49.0 cm from the top of the connector to the break. The second piece measured approximately 31.0 cm from the break which does not include the distal tip. Approximately 230.0 cm of the fiber was not returned. The condition of the returned device confirms the reported event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
This manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-02902 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 laser fiber were used during a cysteroscopy, ureteroscopy, and laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser settings used was 1.0 joules and 10 hertz. According to the complainant, during the procedure and outside the patient, the fiber broke while advancing it into the scope. A second flexiva 200 laser fiber was used and the fiber broke into two pieces when it was opened from the package. The procedure was completed with a third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's weight is (B)(6) kg. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-02902 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 laser fiber were used during a cysteroscopy, ureteroscopy, and laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser settings used was 1.0 joules and 10 hertz. According to the complainant, during the procedure and outside the patient, the fiber broke while advancing it into the scope. A second flexiva 200 laser fiber was used and the fiber broke into two pieces when it was opened from the package. The procedure was completed with a third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.